Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 531 mg/dl. Customer did not treat for their blood glucose at the time of the call. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump passed all functional testing. It was also found the customer had a bent cannula after removing their infusion set. The customer also reported experiencing a low blood glucose of 48 mg/dl earlier in the morning. Customer treated their low blood glucose with juice. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer was also advised to monitor their insulin pump. No additional information provided.